Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that sometime after implantation of a vena cava filter, a CT scan demonstrated a filter perforation of the ivc wall. There was no attempt to remove the filter and it remains implanted. There was no reported patient injury.